Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/16/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/24/2015 with the following findings: there were no unexplained pump reboots observed in the black box, however intermittent power was duplicated during this investigation. A test cap was used and successfully completed a 24 hour basal program with no intermittent power observed. The returned battery cap had stripped threads and was unable to fully secure to the pump, but its measurements did measure within specification. The battery compartment was cracked. The pump was opened and there was no moisture or defects found.